Event description:
Sales rep was made aware of the event during the case. Surgeon reported that two screws broke while he was removing them. The broken screws were at the bottom of the construct. The broken screws were both located at c7 vertebrae. Only the heads of the screw were removed from the patient. The tips of the 16mm self drilling screws remain in the patients c7 vertebrae.

Manufacturer narrative:
Products were not returned for evaluation. It is not known for how long the screws were invivo. Care must be taken during the removal to clear away bone growth to ease the forces placed on the screws. Events of this nature are an inherent risk of the procedure. No conclusions can be made at this time. Device is intended to be temporary fixation device to aid in the process of fusion, and breakage can occur due to delayed union or non-union, as well as cyclical loading of the device over time. These precautions are stated in the instructions for use (IFU) supplied with the device.